Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to check her blood glucose with her onetouch ultra2 meter because it was displaying an error 2 message. Per the onetouch ultra2 user guide this error message could be caused either by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2012 at approximately 7pm. The patient reportedly was not taking any medications to manage her diabetes and is newly diagnosed. She continued with her usual management regimen after the alleged issue occurred. She claimed approximately 4-5 hours later, she developed symptoms of "blurred vision" and despite her symptoms, she denied receiving any form of medical intervention. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject meter was being used for the first time. The patient was using the correct test strips however her testing technique was incorrect, she was applying the blood sample to the test strip prior to inserting it into the meter. The alleged issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.